Manufacturer narrative:
(B)(4).

Event description:
After finished the shoulder arthroscopy, the surgeon find a shadow in x-ray with the sharp like broken tip of "elite pass shuttle needle" (product code #7210693), as the device is not on hand. The surgeon was not sure whether the shadow is broken needle or not.